Manufacturer narrative:
This info was not provided during initial report. Add;l info has been requested. No investigation could be performed, no conclusion could be drawn, as no device was returned.

Event description:
Pt had broken lcp removed and was revised to a 3.5 mm lcp proximal humerus plate. During a follow up with surgeon, an x-ray revealed the 5 hole plate was broken. Pt is having the hardware removed.